Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. The patient was transferred and admitted to (B)(6) medical center. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2021. During the procedure, the second flange was deployed; however, the stent fully deployed partially in the gastric wall. The stent was removed using rat tooth forceps and the puncture site was closed with clips. The patient was transferred and admitted to largo medical center and an over the scope clip was placed to better seal the puncture site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.